Event description:
It was reported that the customer did not see drops of insulin at the end of the tubing during the fill tubing step, and the pump was giving incomplete fill tubing alerts. There was no adverse impact to the customer¿s blood glucose level. The customer¿s technical support guided the caller through filling and loading a new cartridge but faced issues with the button on the pump, which was not functioning correctly. As a result, a replacement pump was approved. The customer was advised to uninstall and reinstall the app and to receive a pump with updated software. A backup insulin pump was arranged to ensure continuous insulin delivery, and the problematic pump was to be returned to tandem with instructions provided by technical support.